Manufacturer narrative:
(B)(4).

Event description:
The surgeon inserted an icm115v4 11.5mm implantable collamer lens on (B)(6) 2011 and the lens was explanted on (B)(6) 2011 due to low vault. The lens was exchanged for a longer length and this resolved the problem.